Manufacturer narrative:
A philips authorized service provider (asp) looked into the matter confirmed there was no actual patient harm related to the reported issue. When the monitor was connected, there was no display at all for ECG, and it was determined the ECG lead was damaged. The customer did not provide any detail regarding the maker of the device. The electrocardiogram leads were replaced by the hospital equipment department. The unit has returned to working specification as result of their replacements. Based on the information available, the cause of the reported problem was confirmed to be worn out ECG leads. The reported problem was confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time. Additional information was received; it was confirmed there was no actual patient harm related to the reported issue. As per the definition of non-reportable, the product labeling, shipped with the device, states that the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment. An intermittent ECG reading or waveform / ECG with gaps / dropouts in the ECG wave, artifact, noise or interference in the waveform / missing / no ECG waveform, would be immediately detectable to users during close observation. This would allow the user to implement alternative methods of monitoring per hospital protocol, and/or to troubleshoot the monitor. This issue poses minimal health risk. In addition, the product labeling, shipped with the device, describes how to configure ECG, arrhythmia monitoring and how to monitor patients with a pacemaker. Several factors can affect an ECG measurement or make it completely impossible, and these are described in the product labeling shipped with the device. The product labeling clearly warns that interference from other instruments or equipment in the patient vicinity and also from esu can potentially cause problems with the ECG wave.

Event description:
It was reported during the ambulance transfer, the ECG measurement disappeared from the display. This patient who fell and lost consciousness was transported by ambulance to the hospital. During transfer, ECG monitoring was lost, though device checks prior to use revealed no anomalies. Alternative monitoring was implemented to continue to observe the patient. There was no report of actual harm associated with this complaint. The device was in use on a patient at the time of the event.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). Reporting address line (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.